Event description:
A review was conducted of a clinical article that compared perioperative outcomes of segmentectomy procedures between robot-assisted thoracoscopic surgery (rats) and conventional approaches including open thoracotomy or video-assisted thoracoscopic surgery (vats). The article noted a total of (B)(4) postoperative complications. These postoperative complications included prolonged air leaks in (B)(4) patients, chylothorax in (B)(4) patient, atrial fibrillation in (B)(4) patient, recurrent laryngeal nerve palsy in (B)(4) patient, renal dysfunction in (B)(4) patient, and cerebral infarction in (B)(4) patient. This study saw a total of (B)(4) subjects receive rats. The median age of the group of subjects was 74.5 years old with a range of 56-86 years old. 35 subjects were male, and 39 were female.

Manufacturer narrative:
No specific information regarding the procedure site or date was provided; therefore, no da vinci system or accessories log files are available for review. Article citation: haruki, t., kubouchi, y., kidokoro, y. Et al. A comparative study of robot-assisted thoracoscopic surgery and conventional approaches for short-term outcomes of anatomical segmentectomy. Gen thorac cardiovasc surg 72, 338¿345 (2024). Https://doi.org/10.1007/s11748-023-01983-y.